Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they knocked their bottom hard where their implant was on (B)(6) 2016, on a chair as they were passing and the implant area was red. Patient did not feel the vibrations any longer. Pt also reported their symptoms have improved, they got a little better but when they had to use bathroom and they might loose it in their clothes if they did not make it. Pt said when they left, she felt stimulation at 3.4. Patient was advised to consult with doctor for more information regarding issues. Patient had an appointment on (B)(6). Patient was implanted for gastrointestinal/ pelvic floor.